Manufacturer narrative:
Investigation completed 09/08/2017. Device history record reviewed for sn (B)(4)/ lot 167 manufactured on 7/28/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. No manufacturing or design related trend has been identified. The returned unit passed all specific functional testing requirements. General maintenance and cleaning required. The root cause is undetermined at this time.

Event description:
It was reported that the mayfield modified skull clamp ¿rocked¿ approximately 1/8" during a matz/heim posterior cervical fusion. Additional request for information was sent and on 17aug2017 and 24aug2017 the following was provided by the customer. On (B)(6) 2017, a (B)(6) male patient was undergoing a posterior cervical fusion procedure. The mayfield clamp (lot number unknown) along with the mayfield adult disposable skull pins (a1072) was applied and the patient was positioned prone on gel rolls with head stabilized using mayfield 3 point. There was no stereotaxy device used. It was reported during placement of the screws the surgeon felt the patient shift or that there was movement. The mayfield 3 point shifted bringing it closer to the bridge of the patient¿s nose. The connections and lock mechanism were immediately checked and found to be tight and in the locked position. The patient was not repositioned. There was no injury to the patient and no medication intervention required. There was no delay in surgery. The length of time the product was in use before the event occurred was approximately 1 hour. The action that was taken after the product problem occurred was the re-evaluation of the position of the 3 point, no action was required. The patient outcome was unknown. Lot number of skull pins were unknown. Skull pins are not available to be returned for evaluation.